Event description:
On (B)(6) 2012, the lay user/reporter in austria, the patient's daughter, contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The technical support representative (tsr) contacted the reporter to obtain and verify information; however, the reporter was unable to provide any further details, and she refused to allow the tsr to speak with the patient. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On unspecified dates, the patient obtained the blood glucose readings of 100 mg/dl and 150 mg/dl on the reported meter, which he claimed were inaccurately high. The patient reportedly took insulin doses based on these readings, and afterwards, suffered a hypoglycemic event. The reporter provided no further details, no specific symptoms, insulin doses, blood glucose levels or treatment. The patient reported another occasion in which his blood glucose readings obtained on the reported meter were higher than those obtained on a physician's meter. No specific data was provided. It would have been helpful to determine the patient's insulin regimen, the doses of insulin taken based on meter readings, the dates of these events, his specific symptoms, any treatment or medical attention received, the readings obtained by the physician and the patient's expected results. The meter was replaced. The patient allegedly suffered symptoms or blood glucose levels suggesting severe hypoglycemia after taking insulin doses based on readings obtained on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male